Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure varying out of range shock impedances were reported along with noise on the shocking channel on two implantable cardioverter defibrillators (ICD) and four right ventricular (rv) defibrillation leads. Technical services (ts) suggested that the electrocautery grounding pad be removed; however, there was no change. The field representative then removed the external defibrillation pad and issue was then resolved. Ts discussed a possible pathway for noise through the external defibrillation pad or the electrocautery equipment. No adverse patient effects were reported. The ICD was successfully implanted.